Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a central line associated blood stream infection (clabsi) which was reported to be due to a one-link neutral luer activated device. Three days after the patient was admitted to the hospital for an unspecified indication, a peripherally inserted central catheter (PICC) line was inserted which included the one-link device. On the following day, the patient was transferred to the pediatric intensive care unit (indication unreported) for six days. On the sixth day, the patient was returned to the pervious unit, the patient¿s unspecified IV (intravenous) medications were changed to oral, and the tpn was discontinued. The following day, the patient developed loose stools that persisted for three days. On the third day, the PICC dressing was slightly lifted and reinforced with tegaderm. The next day, the patient developed a fever. On an unreported date, the patient began treatment for the clabsi with unspecified (reported as ¿appropriate¿) antibiotics (doses, frequencies, and routes were not reported). No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
The cause of the event was determined to be human error as the packaging instructions were not followed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.